Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed at this time.

Event description:
Update rec'd 11/23/2015: litigation papers allege the patient experienced debilitating pain, discomfort, and soreness, in the area of the hip implant, thereby, negatively affecting her ability to perform activities of daily living. Friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium ions and particles to be released into the patient's blood, tissue and bone surrounding the implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update apr 28, 2017: legal medical records received. Pfs alleges pain, gait disturbance, damage of tendons and muscle and decreased desired activities. After review of medical records for MDR reportability, revision operative notes stated that acetabulum liner was noted to be loose. It was also reported that patient had an ischial lysis and had a lot of necrotic debris. Revision notes also noted presence of lesion, destruction of external rotator and abductor tendon. One of the screws was noted to be slightly protruding through the rim of the screw entry. Lab results for chromium and cobalt were below 7ppb. This complaint was updated on: may 5, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the metal liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to pain. During revision, the surgeon discovered a large lesion/pseudotumor filled with grey fluid and tissue the size of a golf ball in the patient's hip capsule/trochanter region. Grey colored matter in the joint fluid and surrounding tissue.

Manufacturer narrative:
(B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges constrained liner, loosening of cup and metal wear/metallosis.